Manufacturer narrative:
The associated complaint device was not returned. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during surgery the plastic piece of the femoral head impactor broke upon impaction of the femoral head. Unknown if there was a delay or a backup device available.